Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event in which the patient could not disconnect the transfer set from the cassette. The patient was subsequently diagnosed with peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics. Patient outcome and action taken with pd therapy was not reported. No additional information is available.